Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Reported event of clip difficult to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, ¿the clip grasped the tissue, but not grasped so well, and the clip was detached, not released normally.¿ it is unclear whether the clip was able deploy correctly. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.